Manufacturer narrative:
This problem is known. We have adapted the vitrectoom body, making it no more tears, so that no air can come in vitrectoom as that is what causes bubbles. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4) details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. Upon review of this incident, bubbles formed from the cutter may possibly lead to patient harm. Therefore this complaint is concluded as reportable. Assuming worst case air bubbles observed at the probe, may cause injury to the patient. Hence it is reportable. The risk is possbile injury by microbial, viral or prion infection (patient harm) all available information has been disclosed. This complaint has now been closed.

Event description:
A report has been received from (B)(6) on the following incident: when the doctor was using the cutter with connecting to the ust at operation, air bubbles suddenly came out from the cutter tip part.